Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. Access was reported to be difficult, and the right iliac artery was reported to be aneurysmal. The patient has a history of obesity. Sheaths were inserted bilaterally, and the bifurcated stent graft and the contralateral limb were deployed without difficulty. The 22 french sheath was then advanced into the ipsilateral leg. Upon pulling the 22 french sheath back to deploy an additional iliac limb, it was reported that 6-7 cm of the artery from the common iliac artery to the common femoral artery came out with the sheath. A flank incision was made, and bleeding of the torn iliac artery was controlled. A gore-tex graft was anastomosed to the end of the ipsilateral side of the stent graft. Angiography was then performed, revealing that the right iliac aneurysm was still filling and that the contralateral limb was now occluded; therefore, the decision was made to convert the patient to open surgical repair. During the surgical conversion, it was reported that a retractor dissected the inferior vena cava. The stent graft was cut to remove a segment and anastomosed to a bifurcated dacron graft. It was reported that the patient lost approximately 15 units of blood and the entire procedure took 7 to 7.5 hours. It was reported that the patient was initially not expected to survive post-procedure. Additional information received indicates that the patient had some problems with their left leg, but is reported to be fine.